Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the device. Technical support was contacted and suspected the noise was due to an older capped and abandoned lead. No intervention was performed. The patient was stable and will continue being monitored.